Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h4, h6 . Proposed component code: mechanical (g04) - stem. Visual examination of the provided pictures identified the trial head in a tray, covered in bio-debris. The lot number could not be identified. No further evaluation can be made. Review of the device history records identified no deviations or anomalies during manufacturing for the stem. Review of complaint history found no additional related issues for the stem and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). D10: 802303602 12/14 taper trial head 36 mm diameter +0 mm neck length unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the z1 stem implanted in the patient and the trialing of the avenir complete trial heads potentially leaves residue on the stem trunnion. No know impact or consequence to the patient.